Event description:
The patient received inappropriate high-voltage shock in response to supraventricular tachycardia (svt) were observed on the device. No intervention was performed. The patient was stable and will continue to be monitored.